Event description:
It was reported that the artificial urinary sphincter cuff was previously removed and the tubing to the pump was plugged. The plug and tubing eroded out of the perineum. The patient underwent surgery to replace all components. There were no further patient complications.